Event description:
Additional information indicated that device evaluation was completed..

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the clinically observed error message was reproduced. Memory review confirmed that the device underwent a reset due to memory corruption which resulted in the observed error message. Following the reset, the device reverted to a safety mode with limited programmability, in which single chamber pacing and defibrillation therapy were available. The cause of the memory corruption is unknown.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was beeping. Upon interrogation, it was found that the ICD was in safety mode. As a result, the ICD was removed and replaced. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion.